Manufacturer narrative:
(B)(4).if additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a hemolyzed blood sample that occurred with use of an unspecified intravascular access set. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.